Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred following an electromagnetic interference (emi) exposure. The pt had a MRI scan 5 months ago and noticed a return of her symptoms 2 months ago. The pt had increased amplitude to feel stimulation. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported a loss of therapeutic effect and that they feel stimulation but their symptoms have returned and they have to use diapers again. Additional information received reports the patient never had therapeutic effect. Patient stated the neurostimulator never worked for her. Patient stated she made several attempts to meet with the representative but was not successful. She turned the neurostimulator therapy off in 2010 and had not used it since. Patient asked if the system can be removed. It was later reported by the patient that they do have concerns with their device or therapy. The patient need to find a doctor to remove the ¿ua one not pain¿

Event description:
Additional information received reported that the manufacturer's representative went over how to change programs using the icon. Previously, the patient was only using one program.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v334554, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported therapy has not worked since implant, (B)(6) 2009. The patient has not felt stimulation since 6 months after implant. The patient noted she does not have her programmer to check the status of the implantable neurostimulator (ins). The patient does not feel stimulation. The patient noted she does have a healthcare professional (hcp) who manages her device. The patient noted she is leaking more. The noted the symptoms were gradual in on set. The patient is implanted for urinary dysfunction/sacral nerve stim.